Event description:
It was reported that the patient had a narrow glans so the ams 700 cx preconnect with ms pump penile prosthesis was removed and replaced with ams 700 cxr preconnect with ms pump. No complications were reported in relation to this event.